Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer leaked approximately 10 ml of brownish fluid onto the probe drip tray. The operator was wearing a lab coat and gloves when the leak was discovered. There was no report of injury or exposure, and medical attention was not required. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results or treatment. The field service engineer (fse) confirmed the leak and found worn tubing on the probe wipe. The fse replaced the tubing, and the leak was fixed. The service activity performed was verified per established procedures, and the results met published performance specifications.

Manufacturer narrative:
(B)(4).